Event description:
It was reported that a tria ureteral stent was placed on a patient during a ureteral stent placement in the urinary tract. Following the procedure, the patient developed rashes which was thought to be an allergic reaction caused by the antibiotics given to the patient. The patient was observed for five days in the hospital after discontinuing the antibiotics, it was noticed that the rashes reappeared. On (B)(6) 2025, the patient was transferred to a different hospital and a transurethral lithotripsy procedure was performed to remove the stent. The stent was successfully removed and an alternate device was planned to be placed. There were no other patient complications reported. Additional information was received reporting that, the patient was temporarily given anti-inflammatory medication after the antibiotics were discontinued. The rashes had subsided and the medication was also stopped. The stent has already been removed and another of a different device was replaced. There were no rashes observed after stent replacement.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e0402 captures the reportable event of allergic reaction. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Impact code f1901 captures the reportable event of additional surgery. Block b5 has been updated based on the additional information received on january 07, 2026.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e0402 captures the reportable event of allergic reaction. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Impact code f1901 captures the reportable event of additional surgery.

Event description:
It was reported that a tria ureteral stent was placed on a patient during a ureteral stent placement in the urinary tract. Following the procedure, the patient developed rashes which was thought to be an allergic reaction caused by the antibiotics given to the patient. The patient was observed for five days in the hospital after discontinuing the antibiotics, it was noticed that the rashes reappeared. On (B)(6) 2025, the patient was transferred to a different hospital and a transurethral lithotripsy procedure was performed to remove the stent. The stent was successfully removed and an alternate device was planned to be placed. There were no other patient complications reported.